Event description:
It was reported that during an unknown procedure, the clips of the device would not hold after placement. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.